Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen was unresponsive. Customer stated the touchscreen is not responding to the toggle between #'s and letters when trying to enter transmitter ID. The customer's blood glucose (bg) was 276 mg/dl. The customer administered a manual injection. The customer reported the pump would continue to be used for insulin therapy.